Manufacturer narrative:
Product analysis:although the external pulse generator (epg) was returned for analysis/repair, no analysis was perform due the epg being within scope of a field safety notice, whereby it is known that the components required to reliably remedy this notice are cost prohibitive. Therefore, the epg was returned to the customer unrepaired with notice that the epg should be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) sensing function was faulty. The epg was returned for service. No patient complications have been reported as a result of this event.